Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pump was found in "off" status while in use. Estimated it was off no longer than 5 minutes." Pump was restarted. No patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported that "pump was found in "off" status while in use. Estimated it was off no longer than 5 minutes." Pump was restarted. No patient injury or consequence reported. Patient's current condition reported as "fine."

Manufacturer narrative:
(B)(4). The reported complaint of "pump was found in "off" status while in use" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on the event details, the issue was resolved by a power cycle. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.